Event description:
The customer reported that an unborn fetus was being monitored and the ECG and contractions were interpreted to be normal. The customer alleged that there was nothing to indicate that the fetus was in distress. A "ventouse" delivery was performed due to a delay in the second stage of delivery and the fetus was stillborn.